Event description:
The wife reported via phone call that the customer passed away on (B)(6) 2015 in a patient hospice. The official cause of death was unknown at the time of the call. The customer's blood glucose at the time of death was also unknown. The caller reported the customer was diabetic for 14 years, leading to their death. It was also reported the customer had neuropathy, wounds that would not heal and fluctuating high and low blood glucose as a diabetes complication. The caller also reported the customer did not use sensor and it was unknown if the customer was wearing one at the time of death. It was also found the customer was not wearing the insulin pump at the time of death. The wife disconnected the customer from the insulin pump one day prior to passing away. It was unknown if the caller will be returning the insulin pump for analysis at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.